Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and med records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same pt as MFR # 2249697-2011-00286.

Event description:
It was reported that: "pt had his knee replacement done on (B)(6), 2008 and ever since the surgery he has been experiencing extreme pain and could feel his knee move upon walking. Pt had a revision in (B)(6) 2008 to exchange his polyethylene and he still continues to feel the moving of his knee. He is in extreme pain and hears a popping, and cracking sound. Pt agreed for stryker to contact his surgeon."